Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing dizziness. Upon interrogation, the pulse generator exhibited noise. The physician elected to monitor the patient with a holter. No additional information was available at this time.